Manufacturer narrative:
Concomitant products: ddmb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving a shock while doing yard work. Upon interrogation, it was determined the right ventricular (rv) lead exhibited t-wave oversensing (twos) and the shock was suspected to be inappropriate. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.